Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The stent struts at the proximal end were raised and misaligned. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed, 34mmx3.5mm, de novo, concentric in shape target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The lesion contained a <45 and <90 degree bend. A 0.014 guide wire was advanced. Predilation was performed. A 3.00x38mm promus element long stent was selected and advanced to treat the lesion; however, the device was unable to cross the target lesion. It was then noted that the proximal stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 99% stenosed, 34mmx3.5mm, de novo, concentric in shape target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The lesion contained a <45 and <90 degree bend. A 0.014 guide wire was advanced. Predilation was performed. A 3.00x38mm promus element ¿ long stent was selected and advanced to treat the lesion; however, the device was unable to cross the target lesion. It was then noted that the proximal stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).